Event description:
It was reported that the patient with this pacemaker device exhibited noisy signals and pacing inhibition on the right ventricular (rv) channel. Upon review, technical services (ts) stated that this was a left bundle branch (lbb) pacing lead and the lbb capture was unipolar. There were no pauses noted for greater than 2 seconds. This device remains in service. No adverse patient effects were reported.